Manufacturer narrative:
Sections with additional information as of 17-dec-2020: d10 - h3: device evaluated by manufacturer: yes. Meter and test strips evaluated by manufacturer, no defect found.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer stated they are concerned with test results from fasting meter to meter comparison of 453 mg/dl using truemetrix meter and 140 mg/dl using another device. The customer did not know their expected blood glucose test result range. The customer felt well and did not report any symptoms. Medical attention was not performed by the customer. The product was stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/29/2022 and open vial date was (B)(6) 2020. The meter memory was reviewed for previous test result history (customer only has one result):(B)(6).